Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/30/2019.

Event description:
It was reported that the touchscreen failed calibration. There was no patient involvement.

Manufacturer narrative:
Date rec'd by MFR: 25oct2019. Date of report: 29oct2019. The manufacturer's international service technician performed troubleshooting and confirmed the reported issue. The service technician also found that a leak during oxygen flow testing. The fse replaced the touchscreen and oxygen solenoid valve and both issues were resolved. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
PMA/510k: 22nov2019, date of report: 22nov2019. The touchscreen was returned to the manufacturer for failure analysis. However, the touchscreen was cracked and the glass shattered; therefore the part was scrapped. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.